Event description:
Clinical nurse, affiliated with (B)(6) out of (B)(6) reported to valeritas customer care (vcc) an adverse event that happened with a pt. The clinical nurse reported that the pt had high blood sugar readings and had gone into (dka) diabetic ketoacidosis. The clinical nurse also mentioned as well t hat the pt had acid in their blood. The pt was hospitalized as a net result of this. It is unk at this time the name of the pt who had encountered this adverse event due to the hosp (B)(6) privacy policy. The insulin type is unk at this time as well as other factors such as the age, approximate weight. It is unk as to whether or not the pt is type 1 or type 2 diabetes. Additional info as far as product lot numbers could not be obtained at this time.

Manufacturer narrative:
This MDR is being submitted following our procedure: pt was hospitalized for hyperglycemia and dka which constitutes a serious adverse event. Device unavailable for investigation. Insufficient info available to explain if v-go contributed to the event or not.